Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) was explanted due to a product performance issue. A new device was successfully implanted. No additional adverse patient effects were reported.